Manufacturer narrative:
Lens work order search: no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -8.5/1.0/071 (sphere/cylinder/axis) got stuck in cartridge or injection system. The lens was not implanted into the patient but it did have patient contact with no patient injury. Reportedly "on the right eye, after successful loading, the lens was visualized to be upside down in the cartridge after 1/4 of the lens was injected out. He didn't complete the lens injection, and instead removed the cartridge tip from the incision and injected the lens onto the sterile field. One of the foot plates was visualized to be caught under the plunger silicone tip. The back-up lens was opened and loaded into a new lioli and cartridge, and implanted into the eye without complication." Cause reported as device; "three lioli plastic injector arms were visibly warped from the same box. Doctor previously had an injector event on (B)(6)2022. I was not present at the time of that event, but dr. (B)(6) confirmed the injectors were from the same box."